Event description:
This report is being filed upon notification from our mr MFR, of an event that occurred in another country. The pt was scanned with the synergy body coil with the head first into the magnet. Foam pads were used to keep sufficient distance between coil (cable) and pt. Two second degree burns with blisters (3 cm) appeared immediately after the scan on the inside of the upper thighs.